Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in severely calcified superfacial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that a balloon ruptured at 5atm. The procedure was completed with a non bsc device. No patient complications reported.